Event description:
It was reported that the pump had leaked and there was white residue all over the bag. There was no pump alarm noted by the patient. Upon investigation, it was noted that the leak had come from the connection where the pump cassette meets the extension tubing. There was no injury. The event occurred while in use with a patient.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.